Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. When orion was inserted into the faradrive for the pre-pvi map and air was removed, more air was drawn than usual, and air continued to be drawn afterwards, so the sheath was replaced for safety reasons. The procedure was then continued without any problems. The sheath has been received for analysis.

Manufacturer narrative:
When the sheath was received at boston scientific's post market laboratory the device was first visually inspected and kinks on the shaft were observed. Next, the sheath was leak tested and failed to maintain integrity during positive pressure and negative pressure testing. Next, the valves were examined under the microscope and a tear of the internal valve was found near the center slit which would impact its ability to maintain a pressure seal. The cause was traced to the device's design. Because the kinked shaft was not mentioned in the event and due to its appearance the most likely cause was that the damage occurred during the transport and storage of the sheath during its return.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. When orion was inserted into the faradrive for the pre-pvi map and air was removed, more air was drawn than usual, and air continued to be drawn afterwards, so the sheath was replaced for safety reasons. The procedure was then continued without any problems. The sheath is expected to be returned.